Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant of the patient's left ventricular (lv) lead there was difficulty in positioning the lead. It was subsequently reported during the post-operative check the following day that the patient's lv lead had dislodged. The lead function was programmed off. The lead was explanted and replaced two weeks later. No patient complications have been reported as a result of this event.